Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no capture.

Event description:
It was further reported that the patient was brought back in for a follow-up interrogation and the right ventricular (rv) lead thresholds did not improve.

Event description:
It was reported that the right ventricular (rv) lead dislodged. During the interrogation high thresholds were noted resulting in reprogramming. The rv lead was later explanted and replaced. It was noted that the patient was part of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 implantable pacing lead: (B)(6) 2013. (B)(4).